Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data.

Event description:
It was reported that following a tumor ablation procedure, the patient experienced weakness. It was noted that the event resolved 65 days from onset.